Event description:
Patient reported 26 gram injection needles and syringes 3ml are crooked, but stated they are working fine with his injection. It was not reported if patient missed any doses of experienced any adverse event due to defective device. It was not reported if patient has the defective devices on hand to return to the manufacturer. Unknown if md is aware. No additional information available. Product lot number and expiration date for 26g needles is unknown. Unknown if patient missed dose. Unknown if patient currently possesses defective device or if adverse event occurred. No further information provided. Reported to (B)(6) by: patient/caregiver.